Event description:
It was reported that the customer experienced a blood glucose (bg) level of 176-177 mg/dl with high ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room (ER) and treated with intravenous saline and insulin fluids. Customer has not been released from the ER at time of event. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.